Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had excessive no delivery alarm during priming. Customer's blood glucose was 178 mg/dl. The customer was advised that in order to troubleshoot their insulin pump that we may request that they change the set and/or reservoir. During the troubleshooting the call disconnect when starting to troubleshoot for the leaking of her sets.